Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the reported issue. The evaluation determined that the device failure was due to a defective flow sensor within the pneumatic block. The pneumatic block was replaced to address this issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault (sf 218 and 197) error messages. It was also reported that the device stopped delivering therapy with an alarm to warn the user about the stop in ventilation. The patient was manually ventilated and placed on a back-up ventilator with no complications. There was no patient injury reported as a result of this incident.